Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead impedance was not in nominal range and continued to fluctuate despite multiple repositioning attempts. The physician elected to remove and replace the lead. The patient was discharged with no reported adverse consequences.